Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the reported issue could not be replicated after rebooting. Rebooting the system resolved the issue and the system was fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), when exiting ent application, the navigation system became unresponsive on linux window. There was no patient present at the time of the issue.

Manufacturer narrative:
FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.